Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent hysterectomy due to pelvic prolapse. It was reported that following insertion the patient experienced pain, erosion, extrusion and other medical issues post-surgery. It was reported that patient underwent cystoscopy and excision of mesh fibers on (B)(6) 2011 also patient underwent partial colpocleisis to cover exposed mesh on (B)(6) 2011. Patient underwent excision of vaginal mesh on (B)(6) 2011 due to exposed mesh and erosion.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh product was implanted. It was also reported that the patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh as implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced prolapse.